Manufacturer narrative:
"Other" is selected since device will not be returned as device was almost destroyed during explantation. Device will not be returned.

Event description:
The manufacture received the information on (B)(6) 2015 that a mitroflow valve (lxa19) was explanted. No other information was provided.

Manufacturer narrative:
Further updates reported to manufacturer: device was explanted due to suspicion of structural valve deterioration as patient was suffering from angor with measured gradient of 34mmhg. Device was not available for returned to manufacturer. No further details were provided to manufacturer. Because the device was not returned for analysis and no further information about the patient's clinical history was available, livanova's investigation was limited to the review of the device history records. The complete manufacturing and material records for the subject valve were pulled and reviewed by quality control at livanova (B)(4)., the results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa19 mitroflow aortic pericardial heart valve at the time of manufacture and release.